Event description:
User facility reported physician had difficulty seating two disposable novasure devices. The electrode array position (eap) light remained illuminated and the ablation cycle would not begin. The physician aborted the procedure and found a uterine perforation on hysteroscopy. No sutures were needed for the perforation and the pt was discharged following the procedure.

Manufacturer narrative:
According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used. According to the IFU under the precautions section: the safety and effectiveness of the novasure system has not been fully evaluated in pts who have undergone a previous endometrial ablation.